Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the5 cc lubricath pre-lubricated coude tip catheter had fallen out. They have felt the urge to urinate, went to the toilet, and when sitting on toilet, catheter came out. And hca call writer, nurse on call, who did home visit at 0300 to reinsert new catheter. Then old catheter later discarded and noted to have balloon inflated to approximated only 2ml. Catheter was inserted on (B)(6) 2026, by home care nurse who used 10ml sterile water to inflate balloon. Client has not had any procedures or lab work in the past two weeks involving urine or catheter care. New catheter inserted and client drained 300ml urine within 10 minutes. If home visit had not been available to insert catheter, client would have soon been in severe discomfort and likely would have had to have been transported to hospital.